Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/12/2015 with the following findings: there were pump reboot events in the black box to support power loss. The battery cap did not tighten securely onto the pump and was not able to maintain an electrical connection. There was a crack along the side of the battery compartment threads. The battery cap threads were stripped. A test cap was used for a 24 hour test without any reboots.